Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was interrogated and received a yellow warning alert for a recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was then interrogated a week later and again triggered a code 1003. This device was never implanted and will be returned for analysis. There was no patient involved in this issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory in which a thorough analysis was completed and reviewed. Analysis revealed that the device triggered a fault code 1003 due to exposure to cold weather temperatures. The device passed all returned product testing ensuring that the device was able to function appropriately.